Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that a 2008t hemodialysis (hd) machine experienced an ultrafiltration (uf) issue during a patient¿s treatment. The biomed stated the machine would not remove any fluid during treatment mode with the uf profile enabled. The patient completed their treatment on the machine without experiencing any adverse effects. The biomed reported that the machine passed the uf pump problem identification checklist and stated they were unable to duplicate the problem. The original uf goal was set to 4,000 ml, but the machine only removed 1,998 ml. The biomed said that when the machine came out of sequential mode, the uf rate was reading 0 ml/hr and the uf on/off led was lit (on), but there was no fluid removal occurring. When the staff disabled the uf profile, the uf pump initiated and started removing fluid. Additional details were provided upon follow-up with a registered nurse (rn) from the facility. The rn confirmed the patient¿s treatment was completed, but the machine did not remove the correct amount of fluid. There were no uf pump alarms that occurred during the treatment. There were arterial pressure alarms, but they were said to be caused by the patient moving their arm. The patient complained of cramping during the treatment, but this was not an unusual complaint from the patient. The patient did not require any medical intervention or extra treatment. The rn confirmed the uf was not turned off at all during the treatment. The only time the up/down arrow keys were used was to lower the patient¿s blood flow rate (bfr) from 350 ml/min to 300 ml/min towards the end of the treatment. The patient¿s pre-treatment weight was 88.6 kg and their post-treatment weight was 87.2 kg. The patient was continuing to complete their regularly scheduled hd treatments without further issue. Additional follow-up with the biomed was also performed. The biomed revealed that they were able to replicate the problem on the machine and indicated that the event was caused by a software issue. When the biomed ran their simulation, they started the treatment in sequential mode with a uf profile on. When they took the machine out of sequential mode to complete the treatment in regular dialysis mode, the uf light stayed on but the uf rate displayed 0 ml/min indicating the machine was no longer removing fluid. The biomed learned that the uf light stays on if you take the machine out of sequential mode while a uf profile is on. If the staff had looked at the uf rate, the biomed said they would have realized the machine was no longer pulling fluid. Instead, they walked away from the machine once they saw the uf light was still on. The biomed advised against walking away from the machine in the future without looking at the uf rate and verifying the machine is removing fluid. The machine is back in service and fully operational. The biomed reported that no parts had to be replaced or calibrated.